Event description:
The reporter stated that the unit has no alarm. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.